Event description:
A registered nurse reported the treon system was intermittently unresponsive during a cranial surgery. The surgeon opted to discontinue use of the stealthstation treon guidance system to complete the procedure. There was no impact to the patient outcome reported.

Manufacturer narrative:
The site declined to provide patient demographic information. A medtronic representative replaced the cpu. System is functional, no further issues reported. Software has not been evaluated as of the date of this report.